Event description:
It was reported the device was not working. The device was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event; device passed all incoming functional tests. Analysis found the interconnect flex was bent incorrectly and the lower case was broken. (B)(4).